Event description:
An issue was reported involving a cgm error, specifically error 42, encountered by the caller. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided guidance on performing a pump reset. After the reset, the error code did not reappear. The customer was then advised to wait 20 minutes before starting a new sensor session, and they acknowledged this advice.